Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 06/20/2014 and 06/27/2014.a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A used sample was returned for evaluation. A visual inspection was performed with no issues noted with the foil of the pouch. The presence of iodine was noted in the returned sample. Functional testing could not be performed on the packaging due to the sample being returned opened. The reported problem could not be identified during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was "dry iodine" in a minicap. This was identified before patient use, upon opening the device's packaging. The home patient stated the packaging was not damaged or broken before use. The patient stated the minicap was stored ¿in the hallway¿ away from any vents and that the hallway is not kept heated. There was no patient involvement. No additional information is available.